Manufacturer narrative:
Unit was received with operating currents within specification. Unit passed self-test, rewind, basic occlusion test, prime/compromised force sensor system test, and displacement test. However, unit was received stuck in the motor error loop during bolus/basal delivery. Unable to confirm motor position encoder error alarm due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform excessive no delivery test due to motor error loop. Unit was received with cracked case at display window corners, cracked battery tube threads, and minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error during bolus/basal. The insulin pump alarmed motor error twice in the last 30 days. In the alarm history a motor position encoder error alarm was found. Customer's blood glucose level was 247 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.